Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during fasciotomy with hemopro 2, heating element separated from jaw at distal end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated additional MFR narrative. A lot history record review was completed for lots 25116225. The last lot shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. Updated date received by MFR, type of report, if follow-up, what type?, evaluation codes, additional MFR narrative. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during fasciotomy with hemopro 2, heating element separated from jaw at distal end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.